Event description:
The customer reported a pressure sensor autozero failure alarm message. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 16oct2019. Date of report: 17oct2019. Failure investigation was completed. The data acquisition (da) printed circuit board assembly (pcba) was received for evaluation. Visual inspection of the da pcba revealed no evidence of damage or contamination. The da pcba was installed into a test ventilator in an attempt to duplicate the reported problem. Further investigation revealed no failures of the da pcba. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22jul2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse performed an external and internal visual inspection of the unit, and checked for loose wires and tubing. The fse found everything was connected properly. The fse attached a patient circuit with a test lung and powered on the ventilator. The reported problem was duplicated. In the diagnostic logs, error codes were noted which are associated with the reported issue. The fse replaced the data acquisition (da) printed circuit board (pcb) to address the reported issue. After this repair, the problem was corrected.

Event description:
The customer reported a pressure sensor autozero failure alarm message. There was no patient involvement.